Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant the lead could not be inserted through the catheter and was bent and the lead was damaged. The lead was not used and a new lead was implanted successfully. There were no adverse consequences to the patient.